Event description:
It was reported that while implanting a pressfit patella the triathalon patella clamp left and indent on the prosthesis.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.